Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 512 mg/dl; cause was not known. Customer administered a bolus via the pump and performed a supply change in attempt to address the issue and went to the emergency room on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.